Manufacturer narrative:
Following the evaluation of the device, the customer reseated the pm pcba to resolve the problem; no parts needed to be replaced. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Event description:
The customer reported that the unit is not powering on and when it does, it gives a multiple alarms. The customer contacted product support and advised the caller to check all connections. The caller advises that "enter" button functions as he can use it to save changes. Advised the caller to check all connections and to swap in a different pm and mc pcb. The customer reported that the unit was not in use on a patient.